Event description:
Information was received from the manufacturing representative (rep) regarding the patient. It was reported that the patient needed an MRI for unrelated issues, but they could not communicate with the patient¿s implantable neurostimulator (ins). The rep thinks that the device is in power on reset (por) mode. A poor communication screen on the programmer was noted. The patient last felt stimulation in the fall of 2016. The rep was going to try and restart the patient¿s ins. Indication for use is unknown. The rep did not known the patient's ins serial number. Additional information received from the manufacturing representative indicated that the patient¿s ins was confirmed to be in overdischarge. However, the physician just wants to replace the patient¿s device. They stated the patient is having a CT scan done, and then the battery replacement will be scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.